Event description:
Healthcare professional reported "port replaced due to not being able to fill, when removed, port locks melted." From an ap lap-band system, size not noted.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. No additional info has been reported to allergan regarding the model number, serial number, the event date, explant date, diagnostic testing, patient data or further event details. See related medwatch report #2024601-2014-00202.